Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump did not emit an alarm for an empty cartridge when the insulin cartridge was empty and showed 0.00 units on the home screen. The reporter stated that per the pump history, the low cartridge was recorded on (B)(6) 2014 at 8:00 pm. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.